Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4) , and the report of multi-system organ failure could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C lists death and multiple types of organ dysfunctions/failures as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multi-organ failure. The device operated as intended and was turned off after the patient was pronounced. The death was not thought to be device related and the pump will not be returned due to no autopsy per the family's request.